Manufacturer narrative:
Trackwise (B)(4). Analysis of production for ncmr, reworks, or deviations: (3331/21367) a lot history record review was completed for lots 25159317, 25159328, and 25159375 the last 3 lots shipped to the account prior to the event/aware date. The device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct-2019 through sept-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/3221/67) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the disposable piece (hemopro cannula) would not slide over the scope. They tried to insert the scope into the cannula multiple times and could not get inserted. Opened new kit and completed procedure without any issues. No known injury to pt.